Event description:
The customer reported in the CT dept, they are experiencing issues where the extension set spin lock will unscrew, causing a leak between the connection of the extension set and the angiocath. When the leaks occur, they need to give additional contrast and radiation doses to the pts. The customer thought this was a user technique issue and re-educated the rn's, but still found the spin lock loosens easily on its own. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer complaint of the spin lock unscrews and causes a leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.